Manufacturer narrative:
The pump gave an error 38 alarm during the rewind due to a corroded motor home switch. Unable to verify the pump error 130 due to the pump error 38 during the rewind. The pump was received with a scratched case, a missing display window cover, a pillowing keypad overlay, a scratched keypad overlay, a cracked select button keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump alarmed pump error 130, 10 times. The device was not exposed to a magnetic source. The device was unable to be rewound. The customer's blood glucose reading was 10 mmol/l. The customer's device was replaced. No further details were provided.